Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, the customer's blood glucose level decreased a few hours after the alarm, but the customer was not sure if this was a result of the occlusion. System check could not be performed with tandem technical support as customer had already changed out the cartridge and infusion set and no further occlusion alarm had occurred.